Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31july2019. (B)(4). To address the failure, the fse replaced the motherboard/ central processing unit (cpu) printed circuit board (pcb) . The ventilator passed all tests and operated within the manufacturing specifications. The ventilator has been returned to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had backup alarm error. The ventilator was not in use on a patient at the time of the event occurred.